Event description:
During shift check, the autopulse platform (sn 34299) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported complaint that the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up was confirmed during the functional testing and review of the archive data. The possible root cause of the system error occurred might be related to the internal component error or malfunction of the processor board, possibly attributed to the age of the device. The platform was manufactured in 2018, and is 6 years old, past its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, the front enclosure was observed to be cracked in the front-end area and the load plate cover had a noticeable cut. The observed physical damage appeared to be characteristic of user mishandling. The archive data review indicated system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The customer denied the service quote. The autopulse will be returned to the customer unrepaired and clearly labeled "not for human use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with (B)(6).